Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the guidewire was removed from the dispenser hoop after unpacking prior to the procedure, the distal tip was found to be broken. There were no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. The torque device and microcatheter used with the device was not returned. Visual inspection revealed that the guidewire was kinked at 76.5 cm from its proximal end and slightly bent along its proximal section length. No other anomalies were noted. Functional testing was not performed due to the nature of the reported event and it was noted that the anomalies found on the guidewire does affect the functional performance of the product. The torque device attached to the guidewire was checked by one to one torque and the guidewire torque was not smooth due to the kinks and bends on the guidewire. The reported detached distal tip could not be confirmed during analysis. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the guidewire was removed from the dispenser hoop after unpacking prior to the procedure, the distal tip was found to be broken. There were no patient involvement.